Event description:
The event occurred during the middle of an unknown procedure. The procedure was completed with the same device without delay.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint of image loss was not confirmed however, we cannot deny the possibility that the image lost occurred. During the evaluation, additional reportable malfunctions that included a large black dot on the image and the looseness of the biopsy port around the seal ring were also identified. Based on the results of the investigation, a definitive root cause for the events could not be determined. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use: ¿evis exera ii ultrasonic bronchofibervideoscope: olympus bf type uc180f: important information ¿ please read before use: do not apply shock to the distal end of the insertion section, particularly the ultrasonic transducer and the objective lens surface at the distal end. Visual abnormalities may result. Do not twist or bend the bending section with your hands. Equipment damage may result. Do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leaks. The cover of the irrigation port part cannot be removed. Equipment damage can result. Do not hit or bend the electrical contacts on the endoscope connector. The connection to the light source may be impaired and faulty contact can result. Do not attempt to bend the endoscope¿s insertion section with excessive force. Otherwise, the insertion section may be damaged. Do not touch the electrical contacts in the ultrasonic connector. Equipment damage can result. Do not pull, twist or tightly coil the ultrasonic cable. Noise can develop in the ultrasonic image.¿ olympus will continue to monitor field performance for this device.

Event description:
It was reported the ultrasonic bronchofibervideoscope had no image displayed at times. The issue occurred during preparation for use. There were no reports of patient harm or injury.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.